Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that several doctors indicated the aspiration seems higher than irrigation on this particular console. As a result, anterior chamber instability has occurred.

Manufacturer narrative:
The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-company surgical reusable or disposable I/a handpieces that do not meet surgical specifications, or use of a company handpiece not specified for use with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. The system was examined and the reported event was confirmed (via event log review). However, the reported event was not replicated. The fluidics module and footswitch cable were both replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 4, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).